Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that during a study on the effect of glycolysis on neonate samples, she tested neonate blood for the results of 65 mg/dl and 50 mg/dl on the advantage system compared back to back within 10 minutes. The sample was tested from a green capped heparin tube. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.